Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of obstruction / occlusion is listed in the electronic prostyle instructions for use (eifu), as a potential adverse event associated with the use of the device. Cine review was performed on media provided and the reported event [occlusion] was confirmed. The site declined to send additional media of access site and procedure to further investigate the probable cause of this event and determine if there was product, user, procedural, or patient anatomical impact to this event. While the customer does confirm a back wall stitch occurred, as well as appropriate events pre and post-procedural, a probable cause for the event cannot be determined to state why the failure of the device/back wall stitch occurred. The investigation was unable to determine a conclusive cause for the reported difficulty and patient effect; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received. The puncture site was above the right femoral head. No additional information was provided.

Event description:
It was reported that suture placement in the calcified right common femoral artery was performed with two prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to an 18f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Reportedly, post procedure it was found that an occlusion occurred from a back wall stitch due to one of the prostyle sutures. Vascular surgery was done to treat the occlusion. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.